Event description:
It was reported that the implantable cardioverter defibrillator exhibited noise on the right ventricular channel and the device was explanted. No further information was available.

Manufacturer narrative:
The reported field event was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.